Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, while flushing a closed-system intravenous catheter for a patient, the nurse discovered a fracture in the extension tube, rendering it unusable. The nurse promptly replaced the catheter with a new closed-system intravenous catheter. The patient has not exhibited any adverse reactions at this time.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample has not been returned, the relevant tests cannot be performed, and the damage condition of the extension pipe cannot be identified, so the fundamental cause of the fracture in the extension pipe cannot be determined. The plant will continue to pay attention.

Event description:
No additional information.